Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 27-sep-2023 h.6. Investigation summary: one sample of item mz9270, lot 23029243 was received for quality evaluation. The customer complaint of leakage was confirmed by testing of the sample. Investigation of the sample was conducted by connecting a 10 ml syringe filled with water and attempting to flow the water through the extension set line with the in-line filter. Leakage was noticeable coming from the union between the outlet port and the extension set tubing. Further inspection, under magnification, shows that the solvent between the tubing and outlet port of the filter appear to be unevenly applied (photos attached). A device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in the sample provided is an improper application of the solvent to bond the tubing to the filter. Further investigation of the failure indicates that the root cause is due to an assembly fixture having a bushing that is larger than the tubing used the in assembly, and therefore, allowing for variation of the solvent applied to to the connection. Additionally, the assembler could contribute to the issues by not correctly applying solvent between components. A quality alert has been created and communicated to the involved personnel to reinforce the correct application of solvent and escalation of failure of the solvent dispenser. The solvent dispenser has been replaced to address the application issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector experienced leakage. The following information was provided by the initial reporter: lumen with white clamp and0.2 micro filter leaking at junction of filter and extension tubing (between blue mark.).

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector experienced leakage. The following information was provided by the initial reporter: lumen with white clamp and0.2 micro filter leaking at junction of filter and extension tubing (between blue mark.).

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 18-sep-2023. Medwatch report # 4900240000-2023-8098. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.